Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled the syringe up to 150 units and then extracted air from the cartridge until it reached 300 units on the syringe. Reportedly, the customer experienced resistance from the cartridge. Tandem technical support educated the customer on the proper cartridge air removal method. The customer acknowledged the information provided, there was no reported impact to the customer's blood glucose level.